Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device malfunctioned. It clamped down and would not release from the tissue. A dissector or grasper was used to pull the device off the tissue. No indication of trauma to the tissue was reported. A new device was used to complete the procedure. No pt impact reported. Add'l info was requested. The following response was received: there was limited info provided. Unfortunately, the sales rep wasn't there during the case and the nurse did not write down much.

Manufacturer narrative:
Date sent: 09/28/2009. The analysis results of the device found that it was received with excessive dried body fluids, affecting the performance of the jaws. The device was cycled and during the first firing sequence one jaw ramp broke off; however, two conforming clips and two pear shaped clips were formed and then, the device locked out as intended but the orange indicator did not show up completely. The device was disassembled and no clips were found inside the clip track; excessive dried body fluids were noted on the internal components. See attached pictures. In addition, no functional testing could be performed to evaluated the reported opening issues. A batch record review was performed and no anomalies were found during the manufacturing process.